Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report with a system error 2240, where the patient line extension was not properly primed before the patient connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device provides instructions on how to properly primed the patient line of the cassette and provides instruction on how to prime the set with a patient line extension. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during the initial drain in peritoneal dialysis therapy. The patient stated that they connected the patient extension line after priming had finished. The technical services representative assisted in clearing the alarm. The patient was to start over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.